Manufacturer narrative:
Researching device information for patient.

Event description:
Call came in to the call center from a gentleman informing that his sister had passed away and he was trying to get any information regarding her medical records that he could from all of her various doctors. She had the gastric stimulator.